Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable. Surgical intervention may be pending to address the issue.